Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
During an rf procedure, the generator displayed an error message. Troubleshooting efforts were unsuccessful. Back up equipment was not available. The pt had already been given a local anesthetic when it was decided to cancel the procedure. There was no adverse consequence reported as a result.